Event description:
This pt developed a hematoma at the pocket site, along with edema into the axilla area of the left arm. The pt was admitted to the hospital over night for observation and was sent home the next day. This device remains implanted. This is all of the available info at this time. If additional info becomes available, this event will be updated.